Event description:
Customer alleges footplate will not stay flipped up. Warranty order (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) issued mfg. Report #9616091-2012-00057. The original report indicated that the model number was t91hc. The correct model number is t93hc. No RMA has been initiated for this issue. Model t93hc (front riggings for the 9000 series wheelchair), serial number/date code is unknown. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The pivot tube and footplate are being replaced on warranty order #(B)(4).

Manufacturer narrative:
No RMA has been initiated for this issue. Model t93hc (front riggings for the 9000 series wheelchair), serial number/date code is unknown. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The pivot tube and footplate are being replaced on warranty order #(B)(4).

Event description:
Customer alleges footplate will not stay flipped up. Warranty order (B)(4). No injury alleged.